Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with a 240cc mentor memorygel xtra breast implant on the right breast. Post-operatively, the patient was diagnosed, via ultrasound, with right breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 15, 2025, mentor received additional information indicating that the suspect medical devices were possibly these two devices: 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9962063 sn: (B)(6) or 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9962063 sn: (B)(6). On july 22, 2025, mentor received additional information indicating the following: patient identifier, date of implantation, and date of explantation. In addition, the patient developed right breast hardness and breast pain that got them admitted to a hospital. Ultrasound also diagnosed capsular contracture and breast mass. Mentor became aware that these devices were manufactured by mentor medical systems b.v, located in leiden, the netherlands, a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Mentor is not required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. This will be the last follow-up report for this event. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture, breast mass.